Event description:
Unomedical reference no. (B)(4). Event occurred in the united states. On (B)(6) 2024, nurse stated that the patient is in the hospital and the patient connected back to the pump today. Patient went to hospital for kidney stones. The blood glucose was high 400mg/dl and treatment for high blood glucose was IV drip. After treatment blood glucose was 180mg/dl. No further information available.